Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: "dysmenorrhea (cramping), pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation: fallopian tubes, fatigue, weight gain ". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.